Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. No programming parameters were provided. The customer contact stated that "the pt is fine." Though requested, the customer declined to provide additional info.